Manufacturer narrative:
(B)(4). Date sent: 4/21/2026. D4: batch # 751d77. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. When the test battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 751d77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the anvil was in place in the esophagus and the surgeon enter the stapler. After the "click" indicating that the anvil was properly attached to the stapler, the surgeon began to tighten the screw to close the stapler, and each time he tightened it the stapler detached from the anvil despite repeated attempts. They therefore opened a new stapler and re-stapled with that new device while the anvil remained in place, and it stapled correctly without any problem. No patient consequences were reported.